Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had pulled back into the coronary sinus (cs). The physician reopened the pocket to reposition the lead however found a different target vein that was more stable and preferred using a steerable lead. Additional information received from the field representative indicating that an x-ray was done which confirmed lead dislodgement. This lv was explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--